Event description:
The customer reported fluid under the liquid crystal display window. The blood glucose reading was 152mg/dl. The caller stated that the insulin pump was not dropped or bumped. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display as a result of corroded electronic assembly. Further testing could not be performed due to the frozen display.